Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. The device has not been returned to the manufacturer for evaluation. As the serial number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stereotactic breast biopsy, after obtaining 12 samples the device allegedly changed from sample mode to calibration mode without prompt. It was further reported the probe was able to be removed to complete calibration process and re-inserted for marker placement. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and the reported lot met all release criteria. Visual inspection: upon receipt, minor damage was noted to the driver cable. No other visual anomalies were noted. Functional/performance evaluation: the enspire system log file was reviewed for the reported event date and also for several days prior to that date, as multiple events were reported. The log file demonstrated proper system function; no system errors were recorded during the reviewed time frame that would indicate a system malfunction had occurred or contributed to the reported events. Attempts were made to reproduce the reported issue by duplicating the steps recorded in the event log, with an in-house driver, probe, and foot switch. However, the reported issue could not be reproduced with just the enspire. The returned system was then tested with driver (B)(4). An in-house probe was able to calibrate on the driver. However, after performing three sample attempts the system displayed screen message ¿probe removed,¿ then returned to the ¿attach probe¿ screen. There was no unexpected or uninitiated recalibration of the probe observed. Once the system displayed the ¿attach probe¿ screen it took a manual press of the sample button to initiate a recalibration of the driver/probe. The malfunction was identified to be related to the driver¿s intermittent ability to recognize when a probe is attached to the driver. A new ¿front cb assembly¿ was installed into the driver and testing was repeated. The driver now functioned as intended without exhibiting any problems. The driver was tested repeatedly with both the reported system and an in-house system and was found to have normal system function. Refurbishment was not necessary as the device was scrapped after evaluation. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: photos/images were not provided; therefore, a review could not be performed. Conclusion: although it took a manual press of the sample button to initiate the calibration sequence, the driver switched from sampling mode to the "probe removed" and "attach probe" screens without user prompt. Therefore, the investigation is confirmed for switching from sample mode without user prompt, even though the reported issue of switching to calibration mode could not be confirmed. The investigation is confirmed for an electronics issue, as the internal circuit board was found to not be functioning as intended. Per the evaluation results, when testing the encor driver with the associated enspire, the enspire would display "probe removed" and the "attach probe" screen after 3 sample attempts. However, the calibration sequence would not initiate until the sample button on the driver was manually pressed. The user likely would have initiated the calibration sequence manually when the enspire perceived the probe to be removed. It was determined that the identified issue was related to a circuit board on the driver. The circuit board was replaced and the driver functioned as expected without issue. However, the definitive root cause for the malfunctioning driver circuit board could not be determined based upon available information. A review of previous investigations could not be performed, as there are no closed previous investigations with similar events. All previous investigations are currently ongoing. Labeling review: current instructions for use: warnings: care must be taken when positioning the device trocar tip near the chest wall or skin margin. Complications: complications that may be associated with the use of the encor® biopsy device and driver are the same as those associated with the use of other biopsy devices. These may include injury to the skin, blood vessels, muscles, organs, bleeding, hematoma and infection. Directions for use: for handheld use: to initiate the sampling sequence, utilize either the "sample" button on the encor® breast biopsy driver or "sample" switch on the encor® breast biopsy foot pedal as appropriate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stereotactic breast biopsy, after obtaining 12 samples the driver allegedly contributed to the mode changing from sample mode to calibration mode without prompt from the user. It was further reported the probe was able to be removed from the patient to complete calibration process and re-inserted into the patient for marker placement. There was no reported patient injury.